Event description:
Per the clinic, the patient experienced infection and purulent discharge at the abutment site (specific date not reported). On (B)(6) 2021, the infection was treated with topical antibiotics and the abutment was removed. There are no plans to replace the abutment. The implanted device remains.